Event description:
On (B)(6) 2022 patient at home when vad began alarming to change controller. Patient and spouse changed controller with continuation of alarms. Patient collapsed and ems called. CPR started by ems. Patient arrived to hospital where controller was changed again in an attempt to restart vad. Restart of vad unsuccessful. Patient died (B)(6) 2022.